Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. It is unknown under which circumstances the issue was discovered or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse evaluated the unit and was not able to replicate the autofill failure. However, the fse found that the augmentation of the unit, when pumping, started decreasing until there was no augmentation. The fse found in the error log the following faults: fault 37 with arguments 2, 4 & 11, which led the fse to believe that k8 in the drive assembly was intermittently faulty. In order to fix the issue, the fse ordered a safety disk to be replaced upon its arrival. Once the part arrived, the fse returned to complete a preventive maintenance on the unit. Once the safety disk was replaced, the fse was able to complete diagnostic testing, calibrations and performance tests with no further issues. The unit was then returned to the customer and cleared for clinical use.